Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms that led to x-ray visualization of the linx device open. This led to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on (B)(6) 2015. Patient had surgery to repair a recurrent hiatal hernia on (B)(6) 2016. It was noted that the "linx was left in situ and dissection was away from [the] linx". Patient began experiencing gerd in (B)(6) 2018. X-ray on (B)(6) 2018 found the linx device in a discontinuous shape. Device explant due to the device opening occurred without issue on (B)(6) 2018. A replacement linx device was implanted at the time (model: lxmc17, lot: 21922).

Manufacturer narrative:
Pc-(B)(4). Additional information received: or report, path report and images.

Manufacturer narrative:
(B)(4). Additional information received: medical records. Please see attached. Attachment: [9.1.15 or report path report images_redacted (1)11.pdf, pc-000339915 radiology_redacted (1)11.pdf, 5.9.16 or report and images_redacted (1)11.pdf].

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms that led to x-ray visualization of the linx device open. This led to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on (B)(6) 2015. Patient had surgery to repair a recurrent hiatal hernia on (B)(6) 2016. It was noted that the "linx was left in situ and dissection was away from [the] linx". Patient began experiencing gerd in (B)(6) 2018. X-ray on (B)(6) 2018 found the linx device in a discontinuous shape. Device explant due to the device opening occurred without issue on (B)(6) 2018. A replacement linx device was implanted at the time (model: lxmc17, lot: 21922).

Manufacturer narrative:
Relevant tests/laboratory data: to inculde device analysis. Concomitant medical products: to include device receipt. Event problem and evaluation codes: to include method code 10. Updated report date.